Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained ventricular oversensing (nsvo) episode was observed during a confirm test. It was later determined that it was related to capacitor maintenance. There was no issue with the capacitor and no programming changes were suggested. The patient was stable and will be continued to be monitored.